Manufacturer narrative:
The investigation of the log file revealed that there was an issue with the vacuum pressure at the reported time of event. This vacuum pressure is needed to keep the diaphragm of the ventilator in place to avoid wrinkling during piston movement. If significant deviations are detected the software forces a shutdown of automatic ventilation to prevent from serious mechanical damages to the ventilator unit. This shutdown is accompanied by a corresponding alarm; manual ventilation and the monitoring functionalities remain available. There are several plausible root causes for a vacuum pressure error. But as during service activities on-site no parts were replaced and re-calibration of the pneumatic pressure reportedly has solved the issue it is imaginable that an issue with the vacuum pump filter has caused the reported symptom. Such problem e.g. Resulting from a higher resistance of the filter can be compensated in a limited range by re-calibration of the pneumatic pressure. If in this case really a filter problem was present is not known. The respective vacuum pump filter is part of the yearly maintenance kit. As the involved fabius gs is not under dräger service contract and as further questions regarding the last maintenance could not be answered it is unknown when the vacuum pump filter was replaced the last time. The particular device is 15 years old. Finally an exact root cause for the detected vacuum pressure problem could not be determined. But it can be concluded that the fabius gs responded as designed upon a deviation by shutting down automatic ventilation and alerting the user by means of a corresponding alarm. No injury was reported. There have been no further reports since the unit was serviced and returned to use.

Event description:
It was reported there was a vent fail while is use. No patient injury reported.